Event description:
Pt reported obtaining a blood glucose result of 551 mg/dl, while using the suspect device. Based on this result, pt reportedly sought treatment at his physician's office pt reported that, approx 1 hour after initial result of 551 mg/dl, his blood glucose measured 235 mg/dl, on the physician's blood glucose monitor. Pt was reportedly prescribed a new oral medication; however, he did not know for what condition it was prescribed. No pt injury was reported. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.